Manufacturer narrative:
Investigation included user troubleshooting and follow-up by support. Investigation of this case revealed no confirmed device malfunction and a return to target glucose following the supply change. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as intended after the intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hyperglycemia with a high blood glucose level of 401 mg/dl while using the ilet system, contacted support, and was guided through a supply change; the user stated the supplies were not faulty and blood glucose subsequently decreased into the 100s without the need for insulin administered outside the system. Symptoms included elevated blood glucose. Outcomes included resolution of the high glucose after the supply change, with no injury, medical intervention, or hospitalization.